Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Dents and scratches were seen on the insulation. Also the insulation is melted near the distal tip. The insulation was tested for cracks/damages and failed the insulation scan test. The probable root causes are user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation of the device was compromised.